Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. The customer reported that use of the device did not contribute to the patient's outcome and that the patient was in a non-shockable rhythm at the time of the event. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their screen went black during an intervention. In this state the device may not be able to deliver defibrillation therapy, if needed. The patient associated with the reported event did not survive. The customer confirmed that the device use did not contribute to the patient outcome.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to verify and duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their screen went black during an intervention. In this state the device may not be able to deliver defibrillation therapy, if needed. The patient associated with the reported event did not survive. The customer confirmed that the device use did not contribute to the patient outcome.